Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. The doctor proceeded to hospitalize the patient the replacement surgery was successfully. No additional adverse patient effects were reported. Additional information is been requested to better understand the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. The doctor proceeded to hospitalize the patient and then, a replacement surgery was successfully performed. No additional adverse patient effects were reported. Additional information was requested to better understand the event, however, sales representative confirmed he had no more available information.